Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported through medwatch that the rn complained that the needles were leaving tiny pieces of rubber in the syringe. The rn stated that she was double checking her medication when she noticed a tiny piece of rubber in the medication. The rn also noticed that the needles were flat, not beveled, causing a punch out of the rubber seal each time they were used. The punch out logged into the needle and gets sucked into the syringe with the medication. The rn immediately went to all floors and advised the supervisor to remove these needles from their stock. The staff were advised to search for any place where blunt needles are used to make sure that none are missed. The stock room was advised to not restock this product. The next shift was advised of the issue and all staff were told not to restock this item if any more were found. There was no harm to any patient.

Manufacturer narrative:
The device history record (DHR) review could not be reviewed as no lot information provided. There were no samples returned for investigation. As no information of the reported condition could be identified within the production documentation the root cause could not be identified. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.